Event description:
It was reported that during priming of the epidural pump, the pump appeared to be air-locked between the bag and the spike from the administration set. The pump did not indicate it was not pumping fluid properly. The counter for fluid dispensed continued to go up, even though no fluid was actually being dispersed. Additional information received and attached by ICU medical on (25-feb-2022): priming epidural pump. The pump appeared to be air-locked between the bag and the spike from the administration set. The pump did not indicate it was not pumping fluid properly. The counter for fluid dispensed continued to go up, even though no fluid was actually being dispersed.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05316. The report was submitted in error.